Event description:
It was reported the pt experienced a lack of effect with no pain reduction atfer incremental dose increases. The daily dose was started at 1.2 mcg/day in 2009, and increased every 1-2 weeks to 8.9 mcg/day. The hcp noticed an unspecified problem with the catheter. The catheter was repositioned and the dosage decreased to 5 mcg/day about 2 months later. The drug in the pump was ziconotide. A follow-up will be submitted if add'l info becomes available.